Manufacturer narrative:
The field service engineer cleaned the cells and the fluid path and checked the wash station water pressure. The issue was resolved after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas 8000 ise module. The customer provided an example of one patient sample with discrepant results for ise indirect na for gen.2. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 124 mmol/l. The sample was repeated on a second unknown analyzer, resulting in a value of 135 mmol/l. The na electrode lot number and expiration date were requested, but not provided.